Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2012, the pt underwent repair of an abdominal aortic aneurysm. A gore dryseal sheath was excessively manipulated, rolling/turning the sheath white advancing. In doing so, the pt's right external iliac artery twisted and moved, covering the hypogastric artery. A bare metal stent was placed in the right external iliac artery to straighten it out. The vessel did not tear and the hypogastric was still covered. The pt tolerated the procedure.